Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 487 mg/dl. The customer had not reported any symptoms and treatment for blood glucose. Customer's blood glucose value were real high running in the 400¿s mg/dl he thinks it was 487 mg/dl. The customer reported cracks in the pump. The customer was assisted with troubleshooting . Customer stated cracks in the pump. Customer stated reservoir and battery were damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with no button response due to lcd keypad connector unlocked. Unable to perform the self-test, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery tests due to button keypad anomaly. Insulin pump had cracked case at display window corners, battery tube threads, broken reservoir tube lip, cracked belt clip slot, minor scratched and cracked display window.